Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The device would not work on ac power, therefore not able to charge the battery. No patient harm reported. Request for patient information yielded no response.

Manufacturer narrative:
Pending request for patient information. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the power supply is not charging the battery. No patient harm was reported.